Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the device history (line number = 3540 and file number = 26) due to software error. Pump error 63 confirmed in device history with variable due to broken trace at pin keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected and hardware low level failures. Customer¿s blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.